Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure performed in the radiocephalic fistula, in the left upper extremity, the pta balloon catheter allegedly could not be removed from the introducer sheath during retraction. It was further reported that the balloon catheter, the sheath, and the guidewire were removed as a single unit, resulting in loss of access site. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the catheter was returned inserted through a 6fr introducer sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. The majority of the balloon was protruding out the distal end of the introducer sheath. The balloon was examined under microscopic magnification (10x) and the distal end of the balloon was bunched, likely indicating retraction issues. The distal tip of the introducer sheath was examined under microscopic magnification (10x) and was observed to be flared, likely indicating retraction issues. The catheter was kinked approximately 19.3cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the catheter at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was advance forward through the introducer sheath without issue. A complete circumferential shaft break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification (12x) and the edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the retraction issues. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 6fr introducer sheath. The investigation is confirmed for a complete circumferential outer catheter shaft break at the proximal balloon glue joint and sheath retraction problems. It is likely that excessive force during retraction caused a break in the outer catheter at the proximal balloon glue joint. The definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure performed in the radiocephalic fistula, in the left upper extremity, the pta balloon catheter allegedly could not be removed from the introducer sheath during retraction. It was further reported that the balloon catheter, the sheath, and the guidewire were removed as a single unit, resulting in loss of access site. Reportedly, another balloon was not needed since the procedure had been completed. There was no reported patient injury.